Event description:
It was reported that a user of the ilet bionic pancreas experienced sustained hyperglycemia with a fingerstick blood glucose of 409 mg/dl after dinner, while negative for ketones, and the user noted significant scar tissue at the prior infusion site; troubleshooting identified delivery concerns related to infusion site placement, and the user was guided to verify tubing flow and replace the infusion set in a new area. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose following the supply and site change. Investigation included technical troubleshooting with tubing flow verification, infusion set replacement, and user education regarding use of meal announcements as corrections. Investigation of this case revealed that insulin absorption was likely impaired by infusion into scar tissue and that use of meal announcements for correction could contribute to insulin stacking and algorithm adaptation. It was concluded that the event was consistent with hyperglycemia due to infusion site issue with resolution after site change and education on appropriate use of meal announcements. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.